Event description:
It was reported that during a procedure at the user facility the irrigation was not flowing correctly from the console 110v (pedal & pole incld). In the event that loss of irrigation is experienced, there is the potential for overheating to occur. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. During visual inspection, the device was found to have two broken sound mounts. The device was repaired and returned to the user facility. This report is being filed as part of a retrospective remediation of (B)(4) complaints that identify loss of irrigation, based on a discussion with a representative from (B)(4) on (B)(4) 2013.